Event description:
Account reported on (B)(6) 2014 that patient had a decentered ablation during lasik surgery done post cataract on (B)(6) 2014 and that patient presented for the 2 month post treatment check and had loss of best corrected visual acuity (bcva) above two lines. Pre bcva is 1.2. - pre operation lv=0.04 x iol(1.2 x s-7.75dc-0.75ax90&#65533;¿). Post bcva is 0.5. - post operation 2m lv = 0.3 x iol(0.5 x s-0.75dc-1.0ax10&#65533;¿).

Manufacturer narrative:
The equipment was not evaluated after the treatment date which occurred on (B)(6) 2014 due to the fact abbott medical optics (amo) became aware on (B)(6) 2014. The condition of the system (since the time of the event) will make the evaluation impossible. The clinic reported this event only and did not request field service or clinical support. A preventive maintenance completed after the event ((B)(6) 2014) showed no issues with the equipment that will cause or contribute to the reported event. A more recent preventive maintenance (B)(4) 2014 did not find issues with the equipment that will cause or contribute to the reported event. All pertinent information available to abbott medical optics has been submitted.